Event description:
Our office reported that a female patient was diagnosed with a corneal ulcer od following use of complete moistureplus multi-purpose solution. Patient report indicates that she was hospitalized for eight days and received medical treatment (unknown). Two days after hospitalization (date of patient report), her eye was still swollen and on medication. Reportedly, her vision is affected and her doctor said it may take her half a year to regain better vision. Patient claims that her doctor said the incident is due to use of the solution.

Manufacturer narrative:
Results from chemistry testing on a retained unit from the same lot were within specifications; microbiological (sterility) testing is in process. No deviations were noted from batch record review.